Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient reports upon removal of the pod from the infusion site, (leg) they experienced redness as well as heat and purulent discharge. The patients reported blood glucose level was 300 mg/dl. As treatment, the patient applied a new pod to another infusion site. The patient went to their doctor where they were diagnosed with an infection at the pod infusion site. The patient was at their doctors office for 30-40 minutes. The patient was prescribed cephalexin (500 mg) to be taken 4 times daily for 7 days. The pod will not be returned as it has been discarded.